Event description:
International affiliate reports, the hospital returned the viper2 x25 set screw inserter which had its distal tip broken off from the instrument during screw insertion. The broken inserter tip was retrieved. The difficulty did not result in any adverse consequences to the patient and there was no delay to the procedure. Note: the affiliate also reported that a concomitant device viper2 closed screw extension did not work properly. This device did not cause or contribute to an adverse event.

Manufacturer narrative:
Three attempts were made for the sample to be returned. Device was not returned for evaluation. No further information is available. A device history record review could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip breaking cannot be positively identified. However, it may be due to unanticipated forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.